Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found the lead was returned in two pieces. An insulation abrasion exposing the outer coil was noted at 16.9 cm to 17.3 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.